Event description:
It was reported that patient presented to the clinic with dizziness. Interrogation revealed inappropriate therapy due to lead noise which resulted in pacing inhibition. Lead was explanted and replaced. Patient was doing well after the procedure and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.external insulation abrasion was noted at 10.6-11.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. External insulation abrasion was noted at 44.2-44.6cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.